Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
Additional information received that this was not a dentsply sirona implant that was involved for this event. This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis ev implant catalog # unknown atis ev implant to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information. Correcting this event from reportable to non-reportable as this implant is not a dentsply sirona implant. This is a follow up report for this correction.